Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device was unable to confirm the reported implant migration. No evidence was found of product malfunction or product error was found and the need for corrective action is not indicated. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's knee was revised due to tibial loosening at bone to cement and subsidence of the tibial component. The patient's primary attune fixed bearing tibial tray and cruciate retaining fixed bearing insert were removed and replaced by an attune revision tibial tray, sleevel, and pressfit stem. The surgeon, does not believe that the loosening is due to the design of the tibial tray. Depuy smartset gmv bone cement was use during the primary procedure. Following the surgery, during the reprocessing and inspection of the consignment instrumentation used in the surgery, a couple of small indentations were found on the underside of the anterior portion of plastic composite articulating surface. A replacement surface is needed to complete the consignment tray. It was unknown if there was surgical delay. Doi: (B)(6) 2019. Dor: (B)(6) 2021. Right side.